Manufacturer narrative:
The cause was determined to be the ise electrodes were installed incorrectly. Service reinstalled the ise electrodes correctly to resolve the issue. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The customer stated that they have also had ongoing issues with urine control recovery for the ise tests. The sample initially resulted with an na value of 132 mmol/l. The sample was repeated on a piccolo analyzer, resulting with an na value of 138 mmol/l and this value was believed to be correct. The sample initially resulted with a k value of 6.8 mmol/l. The sample was repeated on a piccolo analyzer, resulting with a k value of 4.2 mmol/l and this value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided. The k electrode lot number was h95, with an expiration date of 09-jan-2021.